Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had been having problems with it not working and that the doctor said the problem he might be having was a urinary tract infection. They had been taking antibiotics for 5 days and were done with them now. They had been using a catheter for months trying to get rid of the uti and 2 days ago took out their catheter to see if they could 'get this thing working'. The first night they were going to the bathroom every 10-15 minutes, but then they raised the voltage and were able to go almost an hour between urinating. When they used a catheter they were able to sleep for hours and had no other problems whatsoever. When they used their implanted device and the catheter together they had to defecate twice a day. When they took the catheter out and only used their implanted device, they had to defecate every time they urinate. The patient asked about program use and increasing amplitude; patient services reviewed general theory.